Event description:
Customer reported issues with the insulin pump. Customer states that the keypad gets stuck. The blood glucose reading is 112 mg/dl. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had moisture damage noted on keypad traces during visual inspection. All buttons functioned properly.

Manufacturer narrative:
The insulin pump had a failed battery test alarm noted due to faulty battery tube. The battery tube was disconnected and reconnected to interface board. No failed battery test alarms noted afterwards. All buttons functioned properly. However, the insulin pump had moisture damage noted on keypad traces during visual inspection. The insulin pump was received with cracked case on display window corners, cracked lcd window, cracked reservoir tube lip, cracked belt clip slot, and cracked battery tube threads.